Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg has reached end of life and became inoperable. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.